Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a black speck was found within the basin.

Manufacturer narrative:
Received 1 bulb irrigation tray with package label. The reported issue was confirmed as cause unknown. Per visual inspection, a loose black particle was found on the tray. No other damages or deficiencies were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "note: do not remove bulb from syringe barrel. Sterility of fluid path will be compromised if syringe is disassembled. Open csr wrap to form sterile field. Remove syringe from solution container. Fill container with desired irrigation solution. Place syringe into solution container. Place plastic tray for collection. Disconnect drainage tube from catheter. Fill syringe and irrigate as directed. When irrigation has been completed, reconnect system. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." (B)(4).

Event description:
It was reported that a black speck was found within the basin.